Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the device complete the firing prior to the knife not returning to the home position? No, this firing was only half-cut and then stuck. Surgeon said he could not reverse the knife so that he tried the manual override. Did the device produce a complete cut line? No. Did the device deploy a complete staple line? No.

Event description:
It was reported that during an unknown procedure, during firing, the device was stuck on patient tissue (lung). The surgeon said he could not return the knife sucessfully so that manual override was used. (Gold reload, seventh staple) it is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device complete the firing prior to the knife not returning to the home position?did the device produce a complete cut line?did the device deploy a complete staple line?

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45d cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The reported event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.